Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of machine is giving humidification error, tried turning on/off, unplugging/plugging it in and still does not work. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the humidifier error, since the heating plate has electrical damage. The customer complaint was reproduced. There were multiple errors has been identified. The device was scrapped.